Event description:
It was reported that this peritoneal dialysis (pd) patient went to the emergency room (ER) for abdominal pain and fever. The patient was admitted. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the ER on (B)(6) 2021 for complaints of abdominal pain, fever, and weakness. The patient brought a sample of pd effluent to the ER where a pd effluent culture was obtained. The patient was admitted to the hospital with a diagnosis of peritonitis. The patient was discharged from the hospital on an unknown date. The discharge summary has not been sent to the clinic; therefore, the pdrn did not have any information related to the antibiotic therapy, culture results, or cause of the peritonitis. No further information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
There is a temporal relationship between pd therapy utilizing the liberty cycler and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler. Although no culture results are available, there is no allegation of a device malfunction or deficiency, or cycler defect reported for this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the limited information and no allegation of a malfunction, deficiency or defect the liberty cycler can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this peritoneal dialysis (pd) patient went to the emergency room (ER) for abdominal pain and fever. The patient was admitted. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the ER on (B)(6) 2021 for complaints of abdominal pain, fever, and weakness. The patient brought a sample of pd effluent to the ER where a pd effluent culture was obtained. The patient was admitted to the hospital with a diagnosis of peritonitis. The patient was discharged from the hospital on an unknown date. The discharge summary has not been sent to the clinic; therefore, the pdrn did not have any information related to the antibiotic therapy, culture results, or cause of the peritonitis. No further information was provided.